Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she removed a tampon after about an hour and the tampon string broke off leaving the tampon inside. She alleged she spent about two hours trying to remove the tampon. She was able to remove the tampon in two pieces. She reported she was doing fine and did not seek medical attention.